Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent" omni was selected for a thrombectomy procedure in the arteriovenous shunt in the foot. Priming was successfully completed. Aspiration was initiated inside the body. However, a check saline supply error message was displayed. Aspiration stopped and troubleshooting was performed; however the error message persisted. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.